Event description:
Other - during set-up for the surgery, the scrub nurse was being shown how the trial shell and broach can be assembled in case the surgeon requested it in the procedure. The scrub nurse struggled to thread the trial shell to the broach, and when separating the two components to realign them for another attempt she realized the c-clip had disassembled from the trial shell body and screw. The scrub nurse then attempted the assembly of the broach with the second trial shell from the set and was successful. Note: the shoulder procedure had not begun at this point, and the surgeon was not in the operating room yet.

Manufacturer narrative:
The reason for this complaint was to report the c-clip disassembling from the trial shell body and screw. The representative was educating the scrub nurse on how the trial shell and broach can be assembled in case the surgeon requested it in the procedure. The event occurred during set up, away from the patient. Another suitable device was available and surgery was completed as intended with no delay. No risk or adverse event was reported. Patient details are not relevant to this complaint. The part was lost or disposed of and was not available for inspection. It was noted that the shoulder procedure had not started yet and the surgeon was not in the operating room yet when this event occured. A review of the product device history records (dhrs) revealed that there were no nonconformances identified during receiving inspection or manufacturing. 21 pieces were released from manufacturing 12 aug 2015. The DHR evidence indicates that all critical dimensions and specifications were met when these products were released from (B)(4). The instrument consists of 3 components: the trial shell standard, the screw and the external retaining ring (c-clip). (B)(4) was performed to assess possible patient risk. Upon investigation it was determined that the minor diameter of the screw shaft was recommended to be .147+.002/-.000 per the ring manufacturer, but the screw was designed with a diameter of .142+/-.002 creating an undersized condition of .003/.007. This undersize condition creates a situation where the ring is no longer in tension and therefore does not grip the shaft as designed. In addition, it is common practice to isolate retaining rings from the threaded portion of the shaft, thus preventing possible interference leading to disassembly. However, this was not a feature of the screw design. This may have contributed to the product failure. Another factor is that the assembly of the shell trial to the broach is somewhat difficult, with no stabilizing features to assist with alignment. This additional contact of components may have contributed to the failure. After evaluation, the decision was made to remove these parts from service. All units from this lot were recalled. (B)(4) was opened to implement corrective and preventative action.